Event description:
Patch used for carotid artery. Leaking was noted after suturing in place and examining the patch. "High porosity" was noted of patch itself. Pt required extended or time and add'l hemostatic agents.